Event description:
It was reported that the asymptomatic patient presented in the clinic for follow up. Upon interrogation, the pulse generator exhibited inappropriate measured data. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).